Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior and wear abrasion. Base on the device analysis the final assessment is: crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Explanting physician reported "device replaced due to capsular contracture and lumpectomy of neoformation of uncertain nature right side. On opening the prosthetic pocket diffuse gel bleeding was found with rupture in the upper pole". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported, "device replaced, due to capsular contracture. And lumpectomy of neoformation of uncertain nature right side. On opening the prosthetic pocket, diffuse gel bleeding was found with rupture in the upper pole". The reported lump has been deemed not related to the device. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Explanting physician reported "device replaced due to capsular contracture and lumpectomy of neoformation of uncertain nature right side. On opening the prosthetic pocket diffuse gel bleeding was found with rupture in the upper pole". The reported lump has been deemed not related to the device. The device has been explanted. This record relates to the right side.